Manufacturer narrative:
Control solution testing was conducted and results fell within the valid range.

Event description:
Customer reported receiving erratic readings. In blood glucose tests, customer received readings of 340, hi and 120 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.